Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a trial implant procedure (B)(6) 2017. The evening following the procedure, the patient began to experience chest pain and left shoulder blade pain. As a result, the patient's doctor sent them to the emergency room as a precaution. Further information is unknown at this time.